Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/17/2025, it was reported by a sales representative via (B)(4) that an ar-2350 knotless tensiontight button implant sys and an ar-3642sp knotless fibertak experienced a malfunction. When implanting the tension-tight button, flipping the button, and adding tension, the suture made a clean break at the button. This was discovered during the case with no patient harm.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation; excessive force being used when inserting the button and/or the device coming in contact with another device during use